Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the reported multi organ failure and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2017, due to multi organ failure. The pump was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2016. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists multiple organ failures as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to multi-organ failure. The device will not be returned. No further information was provided.